Manufacturer narrative:
Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with customer technical support (cts). Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) hotline and during troubleshooting it was discovered a b-natriuretic peptide (bnp) reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. The customer is unsure if any bnp patient results were obtained and/or resulted during this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.